Event description:
It was reported that an ongoing minimum fill notification intermittently occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was filling the cartridge with an insulin pen and not completing the air removal step. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.